Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter pumped out fluorouracil, blue impurities were found inside the extension tubing. The impurities looked similarly with the catheter in appearance and color. No other information was provided.